Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021. During the revision procedure, it was observed the patient was not having good somatosensory evoked potentials (ssep) responses in some areas. As a result, the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.